Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 52 mg/dl at the time of incident. The customer was treated with glucose and food. Customer did not report any symptoms related to the low blood glucose. It was not reported whether auto mode was active at the time of the incident. The insulin pump will not be returned for analysis.